Event description:
It was further provided that no medical or surgical intervention was required to prevent a life threatening illness, injury, or permanent impairment to a body structure or function. There was no life threatening illness or injury or permanent impairment of a body structure or function. However, the event did result in a serious deterioration in the health of the patient. Should additional in formation be received, a supplemental report will be filed.

Event description:
Additional information received reported the relatedness was listed as related to the intrathecal morphine. An emergency room visit had occurred. As of (B)(6) 2014 therapy was resumed. The outcome as of (B)(6) 2014 was listed as resolved without sequelae.

Manufacturer narrative:
Supplemental 2 should have had an alert date of (B)(6) 2014. (B)(4)

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(6), product type programmer, patient; product ID 8709, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported that the patient developed symptoms of lethargy, a blood pressure of 76/36 and a heart rate of 51 beats per minute. Actions taken consisted of an emergency room visit and in-patient hospitalization. The severity of the event was listed as moderate, as it produced some impairment of functioning but was not hazardous to the patient¿s health. The clinical diagnosis was listed as possible morphine overdose. The event outcome as of (B)(6) 2014 was listed as ongoing. It was further reported the nurse from the hospital reported the patient¿s symptoms to the clinic. Additional actions included suspended therapy on (B)(6) 2014. The event status as of (B)(6) 2014 was still listed as ongoing. It was later reported that the drugs in the pump were morphine 6.0mg/ml at a dose of 1.8008 mg/day, baclofen 1,200.0 mcg/ml at a dose of 360.2 mcg/day and bupivacaine 20.0 mg/ml at a dose of 6.003 mg/day.